Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of unable to deliver energy. Block h11: investigation result: the device was not returned for analysis; therefore, product analysis could not be carried out. For this reason and due to the lack of evidence, it is unable to confirm the reported event. It was confirmed this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations which could have contributed to the reported event. Based on the event description and the information provided by the customer, there is insufficient evidence to determine whether the device failure to deliver energy was due to physician technique during the procedure or a device related malfunction. Without a proper evaluation of the device, the most probable causes contributing to the event remain undetermined. Additionally, the product record review did not identify any potential product quality issues or evidence of new patient harm. Based on all available information, the probable root cause assigned is cause not established.

Event description:
It was reported to boston scientific corporation that a captivator - snare was used in the stomach during a polypectomy procedure for the removal of an 8 mm polyp, performed on (B)(6) 2026. During the procedure, when the physician captured the polyp, he pushed the pedal to hot polypectomy, however, nothing happened. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.